Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted : alarm and error codes could not be replicated. Replaced the membrane due to discoloration, the rear case due to cracks along the top and bottom, the ail due to chips, the door latch assembly due to corrosion, the pressure sensors due to bad voltage levels, the bezel due to a crack on the lower hinge, and the left iui due to the cracks around the pins on the housing a review of the device history record showed the device had a manufacture date of 09jun2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. During servicing we identified faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. ¿a bottle side pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message for a check IV set error. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message for a check IV set error. No additional information was provided. There was no patient involvement.